Event description:
It was reported that the patient presented in the emergency room. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing resulted in pacing inhibition and high pacing impedance. The programming changes were made and the patient was in stable condition.